Event description:
The patient's father called animas on (B)(6) alleging that the pump basal rate changed without user intervention. He said that on (B)(6), the doctor found that there was a basal rate of 0.00 units per hour from 12 am to 6 am. It was supposed to be set at 1.150 units per hour. The father stated that the hcp adjusted the basal rate to 0.70 units per hour from 12 am to 6 am. He said that the patient's blood glucose has been elevated the past two months in the 300-400 mg/dl range mostly at night. The patient reportedly had an increase in urination and on several occasions tested positive for ketones. The patient woke up the day the father called animas with a blood glucose level of 376 mg/dl and was able to bolus with the pump bringing his level back down to 250 mg/dl. When his blood glucose levels are elevated in the morning he is generally able to control them throughout the day with bolus doses. The father stated they do not know why the pump's basal rate was at 0.00 units per hour and that the last time the settings were adjusted was on (B)(6) 2011 by the doctor. He says, the doctor is the only person who adjusts pump settings and denies that he or the patient make adjustments. When scrolling through basal records, the last record that shows 1.150 units per hour was (B)(6) 2012. The time and date did not reset after rebooting the pump. This complaint is being reported because, the pump's basal rate allegedly changed without user intervention and the patient suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no black box data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump download history showed that the pump had zero unit basal delivery from 12:00 am to 6:00 am for the dates leading up to (B)(6) 2012 when the patient reported that a health care professional changed the basal rates. The previously programmed basal rates were unavailable for review. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump basal rate did not change during testing. No delivery related defects were found during testing. The allegation that the basal rate changed was unable to be confirmed or duplicated during testing.